Event description:
Portion of synthes guided threaded wire 1.25x 150mm broke off in right elbow joint upon insertion to stabilize fracture. A second incision needed to be made in order to remove the piece. Steri-strips applied to incision.